Event description:
Reportedly, the "dic" became disconnected from the outer cannula, but remained attached to the ventilar, as a result the pt expired. Limited info provided. Exact product description unknown. Size 6 dic, cuffed device, lot #unk.